Event description:
Plaintiff reports initial bilateral implantation 5/10/82. Plaintiff alleges "... Injuries as a result of ... Implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."